Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 for monitoring and a potential pump exchange due to heart failure symptoms, elevated lactate dehydrogenase levels and pump power spikes to 11-13 watts. A heart became available for the patient and the patient received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The analysis confirmed the presence of depositions in the inlet stator and outlet stator. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase and reported power elevations. The manufacturer¿s heartmate ii lvas instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The distal side of the inlet stator and proximal rotor revealed red/white, soft deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was in operation. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. A cause for the formation of this thrombus could not conclusively be determined through this evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.